Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, the patient noticed his dexcom device was showing low readings, typically below 70¿80 mg/dl, even though he was feeling well and unsure why. At around 3:00 pm, he decided to visit a medical center for evaluation. At the emergency room, he handed his receiver to the staff, and one of them performed a blood work to check his blood glucose level. Although the patient appeared well except for frequent urination, his blood glucose result was 848 mg/dl. He was given a liquid for hydration and administered 8 units of insulin. The doctor advised the patient to continue monitoring his glucose levels with the dexcom. The patient was discharged stable and feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when checked at the ER. No additional patient or event information is available.